Event description:
It was reported that, during a im nail, the t-handle snapped in half ((B)(4)), the t7 holding sleeve no longer captures (B)(4), and the screw depth gauge broke (B)(4) inside the patient. The procedure was completed, with a delay of fewer than 30 minutes using a s&n back up device. Patient was not harmed.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. The visual inspection confirms the scale portion of the device is bent at the tip. This device shows significant signs of wear/usage. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.